Event description:
During patient support with the bvs console, the console stopped pumping, the display went blank and there was a steady audio alarm. The console was "powered down" then powered back up however the symptom did not clear. The console was exchanged with a back up console with no impact to the patient. During an on site field service call the failure was determined to be related to the fuse socket which was repaired and the console placed back into service.